Manufacturer narrative:
The field service representative determined an obstruction in the sample probe was the cause. He flushed the sample probe and checked all connections at valves and syringe assembly. He verified analyzer operation by performing several precision checks which were within specification.

Event description:
Customer provided results for two patients with errant creatinine and co2 results. Only one patient was found to be discrepant: initial creatinine result 2.3 mg per dl, repeat 0.6 mg per dl. A second sample for same patient gave creatine of 0.7 mg per dl. The doctor caught the initial creatinine result before any treatment could be performed based on the 2.3 mg per dl result. The patient was in poor health, unrelated to discrepant creatinine results and was transferred to another facility in 2009.